Manufacturer narrative:
Cause: 1. Transtek couldn't get the complaint details from end user and couldn't get back the device for further analysis. 2. No inventory of the same model is found. 3. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 4. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 5. The instructions have already covered the relevant operation. The customer didn't read the instructions carefully. Corrective action: 1. Establish a regular communication mechanism with customers. 2. Preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
Manufacturer narrative (provided by livongo). The hypertension monitor has not been returned to the manufacturer. An investigation will be performed but has not yet begun. A follow-up report will be submitted upon completion of the investigation. Event description: patient reported that she had received inaccurate readings from her hypertension device. She had gone to the emergency room which found that her hypertension monitor was reading high but her blood pressure was actually low due to her medication being adjusted incorrectly because of the readings on her hypertension device.